Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device intermittently picks up readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During functionality testing, the device sometimes showed a replace sensor error message when attempting to obtain measurement using a known good sensor. Internal inspection found the tb20 connector had recessed pins, preventing the unit from obtaining measurement. After temporarily replacing the connector with a known good one, the unit was able to obtain measurements.

Event description:
The customer reported that the device intermittently picks up readings. No consequences or impact to patient were reported.